Event description:
The facility's clinical equipment management reported an infusion pump with an 814:04 failure code. The hospital representative stated that there have been no reports of any patient incident involving the pump since the last baxter service event.